Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The reporter alleged of having nose irritation, dizziness and/or headache. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on aug 04, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The reporter alleged of having nose irritation, dizziness and/or headache. No additional information can be requested at this time. During investigation the manufacturer observed an pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Evidence of sound abatement foam degradation/breakdown was observed in this device. Pil observed the following sound abatement degraded foam indications: ¿ black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. ¿ tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. Pil was able to confirm the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Secondary findings: ¿ 1 error was logged. ¿ dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. ¿ dust-like contamination throughout humidifier enclosure. ¿ potential mineral deposits inside the water tank. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. Section h6 updated in this report. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.